Event description:
It was reported that the patient underwent gynecological procedures on (B)(6) 2006, (B)(6) 2007, and (B)(6) 2007 and mesh were implanted into the patient. No clarifying information provided. The patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted due to sui with urethral hypermobility. It was reported that following insertion the patient experienced pain, erosion, infection, urinary problems, fistulae, recurrence, bleeding, dyspareunia, urethral damage and vaginal scarring. It was reported that patient underwent a procedure on (B)(6) 2008 due to a release of the old sling and cystoscopy with repair of cystocele due to mesh failure and related complications along with urinary retention, uti and cystocele. It was reported that patient underwent a procedure on (B)(6) 2008 due to a cystoscopy, placement of bilateral urethral stents, placement of suprapubic catheter, urethral calibration, excision of vaginal mesh, closure of vesicovaginal fistula and placement of martis graft, due to mesh failure and related complications along with recurrent urinary incontinence, urinary retention, and mesh erosion into the bladder. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.